Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 296 mg/dl. During troubleshooting with tandem technical support, it was found that the pump was functioning as expected.